Event description:
User received low and zero results for approximately 20 patient samples for multiple assays. Only the following example was provided. Repeat was performed in 2008, on another analyzer at the site. Sample is from a male patient, initial albumin result was 0.1 g/dl, repeat result was 4.8 g/dl. Initial total protein result was 0.0 g/dl, repeat result was 7.3 g/dl. User stated when the tech saw the zero results, none were reported and the samples were run on the other analyzer at the site. The field service representative determined there was a fluidics failure and replaced the sample probe and tubing. Performance tests were performed which were within specification.